Manufacturer narrative:
(B)(4). Batch # n90g1z. The analysis results of the er320 found that it was received with the lockout mechanism prematurely activated. In an attempt to replicate the reported incident, the lockout was broken during analysis. Upon testing, the device was cycled, fed, and formed the remaining 17 clips as intended. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, the handle post was noted to be broken, please note that this is unrelated to the reported event. In order to avoid this kind of issue please note that the instrument should be fully squeezed on each firing. A ¿click¿ is heard and until you touch plastic trigger to plastic handle (plastic to plastic). Fully release the trigger after firing. A second ¿click¿ should be heard indicating the instrument is ready for the next firing. No conclusion could be reached as to what may have caused this condition. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clip legs were crossing over when deployed. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported.